Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left superficial femoral artery (sfa). A 6.0mmx40mmx135cm (4fr) sterling¿ balloon catheter was advanced for dilatation. The balloon was first inflated at 10 atmospheres. However, on the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 5.0-40 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.